Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported signal loss while wearing the adc freestyle libre 2 sensor, and therefore did not receive high/low glucose alarms. As a result, on (B)(6) 2022, the customer experienced a loss of consciousness and was provided an injection of glucagon by a non-healthcare professional for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.